Event description:
It was reported to covidien on (B)(6) 2010 that a physician had an issue with the trocar catheter kit. The customer stated that the physician, while suturing a chest tube in place received a contaminated needle stick.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.